Event description:
The customer contacted baxter?s technical service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 2/5. The caregiver (cg) stated a supply bag fell off and the spike came out. Product surveillance contacted the nurse on (B)(6) 2010. Per the pd nurse, the caregiver notified her of this incident. The pd nurse instructed the caregiver to discard everything and start over with new supplies. The home patient is doing fine. No patient injury or medical intervention was reported. No additional information available.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration reading was 2609ml, indicating the home patient (hp) drained 2609ml more than their programmed fill volume of 2500ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient never reported any symptoms of overfill. The nurse was not aware of the excessive drain volume. The nurse advised that she would speak with the patient. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).